Event description:
On (B)(6) 2009, pt reported he has been storing back-up infusion device with a half used cartridge of insulin inserted. Prior to calling, he stated he removed the cartridge from the infusion device and the plunger got stuck on the piston rod. Pt reported all of the insulin that was in the cartridge spilled into the infusion device; approx 175 units, enough that pt had to pour insulin out of the infusion device. Pt reported that after this happened, he inserted an insulin cartridge back into the infusion device to try and catch plunger and remove it from the piston rod, but he was unable to. Explained the proper procedure for removing cartridges. Pt stated he will use injection insulin treatments until new infusion device arrives. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.